Event description:
The customer reported that the product was leaking during infusion of lipids. During returned product eval, it was noted that the stopcock body was cracked. There was no pt injury or treatment associated with this event.